Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the blood glucose had been running high due to air bubbles in the reservoir. The blood glucose reading was 176 mg/dl. The insulin pump was not rewound with the reservoir in place. However, the insulin was not stored at room temperature and the customer was advised to allow the insulin to reach room temperature before use, to avoid air bubbles. The reservoir was not returned or replaced.